Event description:
It was reported that the catheter balloon was inflated with approximate amount of fluid using a 0.75-3cc syringe. Catheter was passed through the graft several times before rupturing. The field and suction contents were examined to search for balloon pieces. One small piece of balloon was found. No permanent pt injury reported.